Event description:
It was reported that the subject device displayed an e216 communication error. The event occurred during setup and the intended procedure was completed using another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the e216 error occurred due to corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.